Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h10: investigation results: the returned cre pulmonary dilatation balloon was analyzed, and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed, and the balloon was inflated without a problem. However, the balloon would not hold pressure due to pinhole in the distal section. Microscopic inspection found a pinhole located approximately at 12 mm from the tip of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. The pinhole problem found could have been interpreted by the customer as the reported event of balloon leak. The pinhole is likely to have occurred due to factors encountered during the procedure: excess pressure, interaction with other devices, or patient anatomy. It is possible that factors encountered during the procedure, such as the interaction with any surface, could create friction on the balloon and cause a balloon pinhole. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the esophagus during an tracheal y-type silicone stent implantation procedure performed on (B)(6) 2023. During the procedure, it was reported that the balloon was unable to inflate, it was found leaking liquid. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used in the esophagus during an tracheal y-type silicone stent implantation procedure performed on (B)(6) 2023. During the procedure, it was reported that the balloon was unable to inflate, it was found leaking liquid. The procedure was completed successfully with another cre pulmonary dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.